Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-33032. It was reported the patient fell approximately three weeks ago and had a change in therapy from the scs system. A company representative met with the patient and performed a system diagnostics and found multiple lead contacts had high impedance. Reprogramming was unable to provide full coverage of the patient's pain area. Surgical intervention was taken to revise the patient's scs system leads, but instead the physician ended up removing the patient's leads.